Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a ''defib fault 76'' message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. A visual inspection found damage to the front panel consistent with the device being dropped. The pace/defib egine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.